Manufacturer narrative:
Enrolling the patient in remote monitoring was being considered but has not yet occurred. Records indicate this device remains in service. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this pacemaker exhibited a high power consumption. The patient rarely paces in the right ventricle and threshold measurements were stable. Boston scientific technical services (ts) recommended sending device data for review to determine the cause of the higher than expected power consumption. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient may now have been enrolled in remote monitoring.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that ts recommended device replacement. No intervention is planned as the patient is elderly and frail. The patient will continue to be monitored.